Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced three heart attacks. The causes of the heart attacks were not reported. It was not reported if the patient was hospitalized for the events. Treatment and the patient outcome were not reported. Action taken with pd therapy was not reported. Additional information is not available.

Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.